Manufacturer narrative:
A complete investigation was not able to be performed as no product number, lot number or sample was provided. Per the study, the data supports the hypothesis that the use of low-weight large-pore is advantageous for abdominal wall function.

Event description:
Received an article titled "functional impairment and complaints following incisional hernia repair with different polypropylene meshes". The article investigated whether the type of material influenced the clinical and functional outcomes. Per the study adverse events included wound infection, hematoma, seroma and parasthesia.